Event description:
Boston scientific received information that the left ventricular (lv) lead was explanted due to a lead dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.